Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported event is unconfirmed following functional testing of the returned product. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar event and no other similar complaint identified. The reported event could not be recreated when the returned product was functionally tested. The mount was able to disengage with little effort using normal hand tools. The complaint is related to the functional performance of the device. As per the rmf rm-002z1 rev 8, the potential cause for the reported event is due to excessive insertion torque. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k962106.

Event description:
Doctor reports that the 1995 implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth # 19.